Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "packaging design ¿mechanical damage due to external factors like temperature or force". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the colon tubes ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that open or funnel tip of colon tubes were not comfortable to use and easily kink. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that open or funnel tip of colon tubes were not comfortable to use and easily kink. No medical intervention was reported.